Manufacturer narrative:
The reliability analysis inspected 2 opened/used reservoirs performed pre-fill reservoirs test. 1 of 2 reservoir and transfer guard needle passed per inspection found no transfer guard anomaly during test. The remaining using a new lab transfer guard performed pre-fill reservoir test. 1 of 2 reservoir and transfer guard needle passed per inspection also found the reservoir's 1st o-ring out of the groove. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call they had air bubbles. The blood glucose at the time of the incident was 346 mg/dl. The customer states he had trouble with two reservoirs; one had air bubbles and there other reservoir rubber was bent. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.